Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with right ventricular (rv) lead had dislodged during routine follow up and the patient underwent a revision procedure. This rv lead was successfully repositioned. No additional adverse patient effects were reported.